Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient was seen in the clinic for a routine check-up, the device was noted to be in backup mode. The device was restored to normal function after a firmware was installed. The patient condition was stable during and after the download.